Event description:
The lay user/patient contacted lifescan in 10/2005 alleging that her surestep enhanced meter was reading inaccurately low compared to her feeling/normal readings. The pt reported obtaining results of 48 mg/dl, 17 mg/dl, 37 mg/dl, and 28 mg/dl (time of testing was unknown). She was unable to specify if she experienced symptoms before, during, or after testing. Due to the low results, the pt contacted her physician. She was informed to bring her meter to the next scheduled appointment. No further medical attention was sought. Therefore, there is no evidence to suggest that the pt suffered injury. The customer care agent verified that the approximate room temperature was within range and the air in the room where testing was performed was normal. The test strips were not expired, stored improperly, or opened longer than the discard date. The calibration code was set correctly. The puncutre area was being cleaned correctly and the correct technique was used to apply blood to the test strip. The cca discovered that the meter was not being cleaned according to the owner's manual. The cca also discovered that a partial portion of the results were lighting up. No further quality control testing was performed. This complaint is being reported due to missing segments. The meter and test strips were replaced.